Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator.

Event description:
The consumer reported an elective replacement indicator (eri) displayed when checking the implantable neurostimulator (ins). The consumer stated that she was told that the new implants lasted longer than the older models. She was dissatisfied with the battery longevity. The patient experienced sudden weakness, his foot turning inward, and he was not feeling well with general sluggishness. This occurred in his right leg and foot and a couple of days since (B)(6) 2016. The patient had a history of dementia. The patient¿s indication(s) for use were parkinson¿s dual and movement disorders. Refer to manufacturing report #3004209178-2016-15038 as the patient had multiple inss and it was not specified which one was at fault.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.